Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / abdominal cramping"), uterine haemorrhage ("abnormal uterine bleeding / spotting") and genital haemorrhage ("bleeding (unspecified)") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 29 days after insertion of essure, the patient experienced vaginal haemorrhage ("prolonged spotting/vaginal bleeding"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flushes") and dyspareunia ("unable to engage in sexual intercourse due to the pain"). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain, uterine haemorrhage and vaginal haemorrhage had resolved. At the time of the report, the genital haemorrhage outcome was unknown and the hot flush and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, hot flush, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the pathology report noted two, 2 cm in length, portions of coiled metal at the right and left uterine fundus. Since the removal of the essure device, her symptoms have completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: essure in expected position; on (B)(6) 2014: not provided (to evaluate prolonged spotting) most recent follow-up information incorporated above includes: on (B)(6) 2018: new summons received: new events added: genital haemorrhage, apareunia and hot flushes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / abdominal cramping/worsening pain'), abnormal uterine bleeding ('abnormal uterine bleeding / spotting') and genital haemorrhage ('bleeding (unspecified)/abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("prolonged spotting/vaginal bleeding"), 1 month 29 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flushes") and dyspareunia ("unable to engage in sexual intercourse due to the pain"). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain, abnormal uterine bleeding and vaginal haemorrhage had resolved. At the time of the report, the genital haemorrhage outcome was unknown and the hot flush and dyspareunia had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, dyspareunia, genital haemorrhage, hot flush and vaginal haemorrhage to be related to essure. The reporter commented: the pathology report noted two, 2 cm in length, portions of coiled metal at the right and left uterine fundus. Since the removal of the essure device, her symptoms have completely resolved. Trailing coils: left 3. Right 2. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: results: essure in expected position; on (B)(6) 2014: results: not provided (to evaluate prolonged spotting). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / abdominal cramping/worsening pain'), abnormal uterine bleeding ('abnormal uterine bleeding / spotting') and genital haemorrhage ('bleeding (unspecified)/abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("prolonged spotting/vaginal bleeding"), 1 month 29 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flushes") and dyspareunia ("unable to engage in sexual intercourse due to the pain"). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain, abnormal uterine bleeding and vaginal haemorrhage had resolved. At the time of the report, the genital haemorrhage outcome was unknown and the hot flush and dyspareunia had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, dyspareunia, genital haemorrhage, hot flush and vaginal haemorrhage to be related to essure. The reporter commented: the pathology report noted two, 2 cm in length, portions of coiled metal at the right and left uterine fundus.since the removal of the essure device, her symptoms have completely resolved. Trailing coils: left 3. Right 2. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: results: essure in expected position; on (B)(6) 2014: results: not provided (to evaluate prolonged spotting). Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("prolonged spotting/vaginal bleeding"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain, uterine haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: not provided (to evaluate prolonged spotting). Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including abdominal pain and abnormal uterine bleeding. A robotic assisted hysterectomy and bilateral salpingectomy to remove essure was performed approximately 2 months after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this present case, consumer presented the events after essure insertion and surgery to remove essure was required. Considering events' nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("prolonged spotting/vaginal bleeding"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the abdominal pain, uterine haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2014: not provided (to evaluate prolonged spotting). Most recent follow-up information incorporated above includes: on 4-jul-2017: quality safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.